Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is stuck in the tip of the cartridge. The tip of the cartridge is split. There is surgical residue on both the lens and the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and a haptic tore off and stayed in the cartridge. The surgeon removed & replaced the lens without any patient injury.